Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient used the pump's prime feature to administer bolus insulin doses rather than using the pump's bolus delivery features. Using the pump's prime features instead of the bolus features can cause either an overdelivery or underdelivery of insulin based on patient needs. The pump's prime feature also requires the user to manually stop delivery rather than having the pump deliver a measured amount. This may cause the user to deliver more or less than the intended amount.

Manufacturer narrative:
Follow-up #1 date of submission 11/29/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There were no boluses observed in the pump history between (B)(6) 2011 and (B)(6) 2011. During testing, a normal bolus and an audio bolus were successfully performed and both were accurately recorded in the pump history. The pump was exercised for 29 hours with no delivery issues found. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient's mother states that per the patient's bolus history no bolus doses were given between (B)(6) and later discovered that there is no issue with the bolus history not recording the patient's bolus doses. The patient's mother confirmed that the patient had been delivering bolus doses through the prime screen. The animas representative confirmed that the missing bolus doses were captured as prime records. The representative spoke to the reporter about the dangers of priming while attached. She said her daughter was having elevated blood glucose levels for the last day prior to calling animas. She reported that she spoke with a nurse at an endocrinologist's office and the nurse accused the patient of not taking insulin. The patient reportedly had readings of hi on (B)(6) at 11:36 pm and treated with 15 units of insulin via a syringe. On (B)(6) at 4:23 pm the patient was experiencing nausea, shortness of breath, chest pain, a migraine headache and large ketones along with a blood glucose level of 565 mg/dl. About half an hour prior to calling animas the patient's mother called a family doctor who recommended that the patient go to the ER. This complaint is being reported as the patient administered bolus doses incorrectly through the pump's prime feature and experienced elevated blood glucose levels with symptoms indicative of hyperglycemia requiring medical intervention.